Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A few years later it was reported that 3-4 days after implant the patient was told that only one lead was working and he would have to have another surgery to fix the lead. The surgery was scheduled that day, (B)(6). The plan was to go in and replace the lead but instead of replacing the lead, they replaced the whole system in case there was going to be an issue with the implantable neurostimulator (ins). The doctor and company representative told the patient they wanted to replace the ins at the same time because they wanted to make sure the leads would be able to handle the power the new ins would be sending out. After this surgery the patient was in the hospital for a long time due to pain because they had to drill through the bone to place the new leads, they also placed them higher on the spine because of the lead width. If additional information is received, a follow up will be sent.

Event description:
It was reported that high impedances (>40,000 ohms) were measured on combinations with electrode #14 post-operatively following neurostimulator replacement. Also, electrode pairs 8 through 15 were reported as "elevated". The pt was getting "fine" stimulation on their left side but intermittent stimulation on the right side. Additional info was requested. See MFR report #3004209178-2011-05830 for previous neurostimulator event.